Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not available for return.

Event description:
On (B)(6) 2015 in the morning, customer's blood glucose level was 25 mmol/l. Customer corrected via the pump. At approx. 03:00/04:30 p.m., blood glucose value was 25 mmol/l. She attempted corrected via the pump without success. At 07:30 p.m. The customer presented ketoacidosis. She was dizzy and did not respond. Customer's father noticed that the infusion set tube was leaky. She was brought to the intensive care unit and treated insulin via perfusion. Infusion set not available for return.